Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket did not open properly inside the patient. It is unknown if there was a stone in the basket when the basket did not open properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.